Event description:
A medtronic representative reported that while in a cranial procedure, the site experienced a brief power outage and the stealthstation s7 system powered down. Upon starting the system back up, the site alleged that pointmerge registration was lost. The case was completed without the use of navigation. There was no negative impact to the patient reported.

Manufacturer narrative:
Stealthstation s7 camera was returned for evaluation and found to have an electrical issue. When connected to a known good system it would not power up. The battery was also returned to manufacturer for evaluation. Investigation of the battery found that when connected to known good system it would not hold a charge. With a load applied, and under battery power, the ups shut down immediately. The system was repaired onsite and the system returned to full functionality.